Event description:
Pt experienced severe tenderness and pain at site of previous surgery - 11/93 patella, femoral and tibial implant. Surgery on 8/14/96 reduced diameter of knee cap, replaced patella from original surgery and removed synovial tissue. Synovial tissue was dark - dr was concerned as to cause - was there any abrasive wear of femoral component.